Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set with male luer lock adapter leaked from its distal end, resulting in fluid not flowing properly. This occurred when the extension set was connected to IV tubing. The intended procedure was an intravenous infusion; however, it was not specified if the patient was connected when this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.